Event description:
Caller alleging elevated ckmb (41.1), myo (439), tni (1.53) on first draw; internal qc error on second draw on triage with negative bci results; possible incorrect specimen; sample return requested. At 0210: patient admitted to emergency department with high blood pressure and crushing chest pain. At 0235: time of first blood draw - patient sample run on triage meter with results ckmb (41.1), myo (439), tni (1.53). At 0502: time of second blood draw - this sample run on beckman access with results ckmb (1.6), myo (23), tni (less than 0.02). At 0609: patient discharged from emergency department and sent home. Patient's discharge diagnosis was chest pain and atrial fibrillation. At 0730: second blood draw run on 3 different devices on 3 separate triage meters - all 3 results are internal qc error. Reference range for triage meter on site: ckmb (0-4.3), myo (0-107), tni (0, 0.05-0.29 - positive at greater than 0.29). Reference range for bni not provided.

Manufacturer narrative:
Investigation pending.